Event description:
Boston scientific received information that this pulse generator may have decreased longevity. The patient for this device indicated concern that the battery could be low and that his heart rate was currently in the 60s, although at most recent device check, the magnet rate had been at 90. The patient noted that the device was being checked in office monthly. The boston scientific technical services consyultant recommended the patient discuss the concern with their following physician.

Event description:
--

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific, but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
(B)(4) laboratory testing confirmed that this device had passed all functional testing which confirms proper operation of the pacing and sensing functions of the device. It is concluded that the device meets specifications for normal battery depletion. The earlier than expected depletion was confirmed to be the result of high energy output settings (resulting from the higher outputs of the associated rv lead). No further analysis will be performed. No further information is expected.